Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed an "off set self-check failure - 1174" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's filter, filter holder, emv adapters, and screen transducers were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.